Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker marked the patient's junctional rhythm during exercise as premature ventricular contraction (pvc) and inhibited atrial pacing. The case was discussed with technical services (ts). The patient will attend follow-up within two weeks to discuss medication/treatment for the junctional rhythm. No adverse patient effects were reported. This product remains in service.